Manufacturer narrative:
The complaint has been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. The most common cause for the described defect is a pressure burst. Having checked the batch history records, no abnormalities were found. This is the 1st complaint received for the involved batches and the 1st complaint received for catheter leakage on code (B)(4). The majority of complaints we received in the past for leakages at nutriline twinflo were related to pressure bursts after catheter damage using alcohol-based disinfectants or pressure bursts due to blocked lumina after blood aspiration or due to drug precipitation. A catheter damage caused by a sharp instrument used for dressing change is possible as well. As each catheter is leak and flow tested before packaging, we can exclude a manufacturing defect. We recommend reviewing the product's IFU with respect to catheter handling. Without having a faulty sample available for examination, no further investigation is possible.

Event description:
Peripherally inserted central catheter (PICC) dressing being change and during that time the PICC line was noted to be leaking at the connection between hub of catheter (white "t" part and catheter (thin catheter part 25cm long). PICC line was discontinued.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report (B)(4). Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation.. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Peripherally inserted central catheter (PICC) dressing being change and during that time the PICC line was noted to be leaking at the connection between hub of catheter (white "t" part and catheter (thin catheter part 25 cm long). PICC line was discontinued.